Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient was admitted to the hospital for chest pain. A remote transmission of the patient¿s device shows previous detection and delivered therapy in the ventricular fibrillation (vf) zone. The remote transmission indicated that the patient received inappropriate vf shock. The patient was in atrial fibrillation (af) at the time of the shock. The remote transmission also shows that there was a lead warning for high impedance in the right ventricular (rv) superior vena cava (svc) high voltage coil. The remote transmission shows high rate episodes and ventricular tachycardia (vt) non-sustained episodes. A follow up with the patient¿s healthcare provider yielded that the patient is scheduled to have a lead check. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.